Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac perforation that required pericardiocentesis, percutaneous cardiopulmonary support (pcps), and surgical intervention. When the ablation was conducted on cavotricuspid ishmus (cti), a pop occurred. Approximately 3 hours later from the start of the procedure. After the pop occurred, the ablation was not conducted and the procedure was terminated. Despite drainage was conducted, bleeding could not be stopped. Cardiac surgery was performed with percutaneous cardiopulmonary support (pcps). Patient required extended hospitalization. The physician assessment of the health problem was ¿serious¿. The causal relationship with the product was unknown. The physician considered that the pop in inferior vena cava (ivc) might be the cause. No product abnormalities observed prior to or during use of the product. Additional information was received on 28-jul-2024. The physician¿s opinion on the cause of this adverse event was procedure related. Transseptal puncture was performed with an rf needle. No error messages observed on biosense webster equipment during the procedure. Generator was set to power control mode. Additional information was received on 06-aug-2024. An external echocardiogram showed a slight accumulation of pericardial fluid and a gradual decrease in blood pressure. The perforation was near the ostium of coronary sinus. The outcome of the adverse event was improved. The patient was taken to the intensive care unit (ICU) after open chest surgery and was slowly recovering. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The generator parameters were set to temperature cut off: 40, impedance cut off: 250o. The length of the ablation cycle when the pop was observed at the same tip position was about 10 seconds.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31325497l and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).